Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. Motor does not turn: motor replaced, short circuit in the motor cable - motor cable replaced, resistance value out of specs: handcontrol set replaced, defective o-rings replaced, "micro": preventive replacement of o-rings performed according to service manual, unit cleaned, functional test performed, hipot test completed, electrical safety test completed, functional test according to test procedure completed, safety test checklist enclosed. According to the input check, the root cause behind the failure was the stuck motor shaft and short circuit in the cable. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed at this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that post-surgery to an unspecified procedure, it was observed that the motor on the micro tornado handpiece with handcontrol device was jammed and did not turn. During in-house engineering evaluation, it was determined that there was short circuit in the motor cable on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occured in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.